Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction of image problem was confirmed. Based on the results of the investigation, the root cause for the event could not be specified. However, after cleaning the issue was resolved. The following is included in the instruction for use (IFU) evis exera ii ultrasonic bronchofibervideoscope olympus bf type uc180f: - do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. - do not twist or bend the bending section with your hands. Equipment damage may result. - do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. - the cover of the irrigation port part cannot be removed. Equipment damage can result. - do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. - do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchofibervideoscope had an image problem. The issue occurred during an unknown procedure. There were no reports of patient harm.